Manufacturer narrative:
(B)(4). (B)(6). Customer has indicated that the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that multiple instruments fractured resulting in a twenty minute delay. Surgery was completed with another instrument. No additional information is available at this time.

Manufacturer narrative:
The reported event was considered confirmed as the photograph that was provided shows tip fractured. Device history record (DHR) was reviewed for deviations and/ or anomalies with no relevant deviations / anomalies identified. A field communication was sent out explaining the optimal use of a ps box mill. It is mentioned that " ensure that the reamer is fully seated on the ps box mill pivot, maintain the reamer position perpendicular to the axis of the pivot and avoid applying excessive force when milling. Use only as much force as necessary to aid the reamer¿s advancement through the bone." However, without inspecting (testing) the products a root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.